Manufacturer narrative:
Unit failed radio frequency association, problem isolated to the electronic board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor could not find a signal. The customer's blood glucose was 400 mg/dl. The customer declined to troubleshoot for high blood glucose. The customer treated with insulin pump. The insulin pump will not be returned for analysis.